Event description:
Pt's father called into the pharmacy spontaneously to report pump malfunction. Was unable to troubleshoot during after hours service saturday night. Will replace pump for sn (B)(4). Pt used their backup pump after unable to troubleshoot malfunction. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Dose or amount: 10nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.